Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm), it was found that the ac cord ground pin of the cardiosave intra aortic balloon pump (iabp) was missing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that encountered the issue replaced the ac power cord type b plug, and completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm), it was found that the ac cord ground pin of the cardiosave intra aortic balloon pump (iabp) was missing. There was no patient involvement, and no adverse event reported.